Event description:
Reporting status: serious injury / medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that a 3.0 x 15 xience v stent was implanted in the mid rca. Additionally, a 3.0 x 23 xience v stent was implanted in the mid lad; however, plaque shifting was observed in the mid lad. A 2.75 x 8 xience v stent was used in overlapping to treat to plaque shift. No additional event or patient info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to plaque shift include, lesion characteristics, pre-dilatation, device size, and technique. Plaque shift is not specifically listed in the xience v IFU, however, embolism and occlusion are noted in the xience v IFU as known adverse events associated with coronary stenting and are not necessarily indications of a product deficiency. Embolism, occlusion, and nonsurgical procedure are listen in the no fault risk assessment as no fault procedural complications. In this case, a conclusive cause for the reported plaque shift cannot be determined.